Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for extended charge time was received via merlin.net. Review of session records indicated the device triggered the alert after a charge timeout occurred. The hv charge was initiated by a regular capacitor maintenance. Further in-clinic evaluation was recommended.